Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The specific root cause of no image being displayed could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) checked the subject device and duplicated the reported phenomenon which had no image. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed during the preparation for use, but on other hand, the technician of the user facility thought it may have been a connection problem. There was no patient injury associated with this report.